Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the pulse generator exhibited a diagnostic anomaly. Upon interrogation the capture and impedance measurement were not displayed. A message informed the user they had been deleted. The device remained implanted.